Manufacturer narrative:
Device was received with a scratched case. The test reservoir does lock properly inside the reservoir tube. Device powered up properly after battery installation. No blank display noted. Device passed the displacement test, sleep current measurement, active current measurement and self test. Device was received with normal operating currents. Device was monitored for several days and no unexpected powering off or blank display noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer got the replacement of the insulin pump and it was not turning on. Customer was not calling after receiving new battery cap. The insert battery alarm did not displayed on the screen. Customer reported that the battery cap was normal. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.